Event description:
It was reported that a malfunction occurred on the pump, specifically with a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer will revert to multiple daily injections for insulin delivery until they receive the replacement pump, which has updated software. Technical support advised the customer on proper storage mode procedures and arranged for a replacement pump to be sent with instructions for returning the malfunctioning pump.